Event description:
A health care professional reported that during the intraocular lens (iol) implantation procedure, an optic scratch mark was observed upon loading the iol when the lens was being inserted.additional information received and stated that the procedure was completed by using the another lens.

Manufacturer narrative:
The product was not returned for analysis. A batch record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the medical device file were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).